Event description:
The radiolucent mayfield headholder was placed in the usual fashion, and we both verified that the clamp read 60+ lbs. The patient was prepped and draped in the usual fashion. The incision was opened, but while trying to place the second burrhole, the patient was noted to noticeably slip. We immediately stopped the case, stapled the scalp, took the drapes down and noted that the left frontal pin was in the correct position, but the right posterior pins were no longer in a good position. The more anterior pin had moved further anteriorly, and the posterior pin was not in the scalp at all. There was no laceration. The pressure was noted on the clamp to also be at less than 20 lbs. The patient was then re-clamped with the pins placed further posteriorly and fixed at a pressure greater than 60 lbs. The case then proceded without further incident. The patient's head seemed to be somewhat larger than usual, so it may have been that while the mayfield was engaged, the pins were too far anterior to have adequate purchase on the skull, but this is difficult to tell in retrospect. The mayfield headholder is now being sent for evaluation.what was the original intended procedure?craniotomy.device #1is this a laboratory device or laboratory test?no.